Event description:
While operative hysteroscopy was being performed, the pt's left body and knee jerked. Procedure suspended until generator exchanged. Procedure recovered. Surgeon noted perforation of uterus. 2 inch by 3 inch burn on interior wall of uterus also noted. Visual inspection of hysteroscope sheath revealed uneven, jagged edge of white tip.